Event description:
.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. (B)(4) analysis unknown/not analyzed. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on or about (B) (6) 2008, (patient) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. Further alleges as a result of the lead, patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic loss and other damages." Review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.